Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the shaft shows scratching. The end of the broach handle has a piece fractured off. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a hip procedure, the broach handle broke. The procedure was finished with another handle. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the slot tab is fractured off the handle and that part was not returned for evaluation. The handle shows signs of repeated use in the form of dings and scratches. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.